Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales rep reported a right total hip revision, patient fell and fractured hip. Replace with a restoration modular stem.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a securfit stem was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection of the returned device noted that bone ongrowth was visible on the stem. The device was otherwise visually unremarkable. Furthermore, returned device was consulted with the material analysis engineer who indicated that "material analysis is not performed as the reported event indicates the patient experienced a traumatic event." Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because insufficient information was provided. Visual inspection of the returned device noted that bone ongrowth was visible on the stem. Furthermore, returned device was consulted with the material analysis engineer who indicated that material analysis is not performed as the reported event indicates the patient experienced a traumatic event. No further investigation is required at this time. If the additional information will be received, this investigation will be reopened and re-evaluated.

Event description:
Sales rep reported a right total hip revision, patient fell and fractured hip. Replace with a restoration modular stem.